Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. Pictures were taken of the receiver display. The customer complaint could not be confirmed with the returned receiver due to the "call tech support" error displayed, however, the data that was initially received confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the receiver. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/25/2016 . The reported event of loss of connection was confirmed. A root cause cannot be determined.